Event description:
Baxter affiliate reported a pt experienced right shoulder "tip" pain 3 nights in a row while on apd using the homechoice set. Per the affiliate, the shoulder pain began during the 3rd cycle of apd therapy on the homechoice and continued for 2 weeks. The pt primed the pt line of the homechoice set completely prior to each therapy and verified that no air was noted in the pt line tubing prior to connection. No medical intervention was required per affiliate. The pt's clinicians do not relate the shoulder pain to use of the homechoice set, however, they do not know what the root cause was. At their own request, the pt reportedly discontinued apd therapy for a few weeks following the shoulder pain, and performed manual exchanges with the twinbag. The pt has since returned to apd therapy on the homechoice with no further occurrence of shoulder pain.